Event description:
It was reported that during a hysterectomy on an average sized pt, the device was used twice before the tips locked. It was not reported whether the device locked on tissue. Another device was used to complete the procedure. There was no pt injury. Additional info was requested, but no additional info was available.

Manufacturer narrative:
Final device investigation found that the device was returned with the handle in the unlocked position and the jaws slightly misaligned, upon eval, the handle could be squeezed in and out, but it did not actuate the jaw to open and close. The jaw would not open. The blade was fully contained and stuck inside the jaw, but was dislocated from the guiding slots. The trigger for the blade was stuck and unable to operate. Electrical testing could not be performed due to the condition of the device. The instructions for use state "do not overfill the jaws of the instrument with tissue. This may damage the cutting mechanism or cause the blade to deploy outside of its guiding features, possibly resulting in difficulty opening the jaws or unintended injury to the user or pt." The device history record was reviewed and no discrepancies were noted.